Event description:
Allegedly removed due to pain. Additional information stated this component had no ingrowth and was loose.

Manufacturer narrative:
Device #1: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00330, 00331, 00332.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 11358775. Device history record reviewed. Product not returned.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned for evaluation. Complaint history reviewed and analysis shows no trends for the item/lot number. Reviewed package insert. Device history record was review and indicates that the product met specification when manufactured. There is no evidence of misuse.